Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the infusion set's tubing got detached at the quick release. The site location was left side of patient's abdomen and the pump was located on the left side of the belt. The infusion had been used for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 268 mg/dl. No further information available.